Event description:
Information received via a clinical study, post-study report by the patient's local neurologist, indicates the patient expired due to unknown reasons. Hcp indicated there were no acute medical problems at the time of study completion. Findings from hcp review of medical records reveal increasing frequency of falls and the inability of the patient to care for himself. A clinic visit by the patient for dyspnea was noted in 2006 and results of 95% oxygen saturation on room air were obtained. Patient's wife reported to the physician on 10/03/2006 that she had experienced one year of abusive behavior from the patient. No additional details were available at the time of this report. Concomitant medications taken at the time of onset of the adverse event include: levodopa/carbidopa, pramipexole, comtan, amantadine. 10/20/06: additional information received from the hcp indicates cause of death was "complications of parkinson's disease." The device was returned for analysis.